Event description:
It was reported by service report that the cot would not function properly due to worn compression and extension springs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Extension and compression spring.